Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58a1g. Device evaluation summary: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with a reload present. The reload was returned with staples present and protruding, with the washer uncut and with the knife recessed below the cartridge deck. The reload lockout was engaged. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The following information was requested, but unavailable: when the firing trigger was broken, did it break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will it be returning with the device for analysis? If not, was it disposed of?

Event description:
It was reported that during an unknown procedure, the fire trigger has broken, precluding the staple firing. There were no patient consequences reported.